Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. During the evaluation of the returned pump, tape was found on the external portion of the driveline, approximately 7.25 inches from the metal connector. A specific cause for the application of this tape could not be determined as it was not removed from the driveline during the evaluation of the device. Distal to the tape, the silicone jacket appeared twisted. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values. The device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the pump was explanted due to transplantation. There were no reported device issues associated with the transplant. During the investigation of the returned pump, tape was found on the driveline. No additional information was provided.